Event description:
It was reported that the pulsavac plus device would not function. There was no harm or delay reported, and procedure completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR for eval. A review of the manufacturing records was performed and there were no non-conformances during MFR that would be related to the reported issue. All testing requirements were met. Device failure analysis identified a leaking and corroded battery in the battery pack. The battery had leaked its contents, causing corrosion. The cause of the defective battery is unk.